Event description:
It was reported that during surgery a 2.0 mm screw broke. The head of the screw could not be found and the shaft is in the patient. Surgery was completed successfully.

Manufacturer narrative:
Device not returned for evaluation as screw shaft is still implanted in the patient and head could not be found. If additional information is received it will be reported on a supplemental report.